Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that  the patient (pt) said the ins was changed due to the previous ins being dead. Pt said they noticed something was going on as they would be trying to charge but pt said they were having pain. Pt said they didn't know what was going on at first until pt's pain hcp had pt meet with a rep and was finally told that the ins was dead (pt also mentioned being told the ins had lost 20% charge). Pss asked if this was just before the ins was replaced in 2021, but pt said they didn't remember when the issue started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.